Event description:
Customer reported the cb2 breaker is tripping intermittently. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor and the isolation transformer.